Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reports related to the 02 valve failure and compressor failure were observed during review of the device data logs. However, the device was put through extensive testing including debugging, stress testing and final testing without duplicating the report. The smart pneumatic module (spm) board, will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "compressor fault 2001" and "o2 valve failure - 1010" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.